Event description:
The patient developed an intraparenchymal hemorrhage approximately 10 days after a vad was implanted for cardiomyopathy. The patient was anticoagulated (inr = 1.6) at the time of the bleed, not super therapeutic. The patient continues to be treated.